Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage, adjustment not possible.

Manufacturer narrative:
Manufacturing site evaluation: the progav valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed. Permeability test - the test results showed that the valve was permeable. Adjustment test - this test showed that the valve was adjustable to all settings. Braking force and brake function test - this test showed that the brake function is fully in place. Visual examination - no significant deformations were found but there were scratches on the valve which were detected during the inspection. Computer controlled test - the test showed the valve operates within the accepted tolerances, with a slight tendency for over-drainage. Results - after the tests, we have dismantled the valve. Within the valve we found substances (likely protein), which could have caused the suspected malfunction in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.